Manufacturer narrative:
Updated - patient information and relevant history; additional information: the in.pact pacific was used to treat a hemodynamic relevant stenosis in the femoropopliteal artery presenting 40% stenosis. There was no significant vessel tortuosity. The device did not pass through a previously deployed stent. The device was safely removed from the patient and no vessel damage was noted. No further patient injury reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral)¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact pacific drug coated balloon during treatment of the patient¿s superficial femoral artery (sfa). IFU was followed. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. The device was prepped without issue. No resistance was noted during advancement of the device and no excessive force was used. An inflation device was used for balloon inflation. It is reported a balloon twist occurred. No rewrap issue was noted. The device was replaced to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: in.pact pacific device was returned to medtronic investigation lab for evaluation. The balloon returned with three separate balloon twists in the balloon material. Negative prep did not detect the presence of a leak on the device. Upon pressurisation of the device, a pin-hole leak was also evident in the balloon material immediately proximal to the mid balloon twist. It was not possible to fully inflate the balloon and the device could not maintain pressure. Image review: one still cine image was received, capturing the in. Pact pacific device inflated in the vessel with a balloon twist evident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.